Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient was diagnosed with a hernia and on (B)(6) 2015, the patient underwent a hernia repair surgical procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia on the lower left side coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the hernia and then underwent a hernia repair surgical procedure approximately 39 days prior to the receipt of this report. Dianeal therapy was ongoing. The patient was recovered from the hernia. No additional information is available.